Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the patient had the realize band placed in 2010. Immediately after placement, they noticed something was wrong. They had trouble with it from the start. Constant pain, could not eat or drink anything, etc. After numerous doctors and test with diagnosis of multiple problems, they finally got it removed in 2016. The realize band damaged their vagus nerve causing paralysis of my stomach (gastroparesis).